Manufacturer narrative:
In conclusion, no goods such as used filters were returned. Therefore no further investigation has been possible. The exact root cause of the reported event has not been determined but most probably it was an occluded bacterial filter. There is no indication of a technical failure in the ventilator at the time for the event. No parts were replaced, therefore the investigation consists of an evaluation of the information from the hospital and the ventilator¿s logs that were received. The ventilator was examined by the hospital staff and no malfunctions were found. There was no recurrence of the reported issue. The ventilator was returned for clinical use. There were suspicions from the hospital staff that the bacteria filter connected on the patient´s circuit has been occluded by the use of nebulization. The evaluation of the logs show that nebulization started approx. 22 minutes before the ventilator alarmed for high airway pressure, high continuous pressure, regulation pressure limited and low expiratory minute volume. There are also several other nebulization periods on the same day. The alarms are indication of high resistance in the patient circuit, where one possible cause can be an occluded expiratory bacterial filter. The user¿s manual states that ¿during nebulization, carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. Replace the filter if the expiratory resistance increases or after maximum usage time according to filter specification, whichever comes first.¿ information how long the filter was in use was not provided.

Event description:
(B)(4).

Event description:
It was reported that during treatment the ventilator generated low expiratory minute volume and high airway pressure alarms after nebulization. The ventilator was changed. There was no patient harm reported. (B)(4).